Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving baclofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity and other spasticity. It was reported that the patient had an increase in spasticity in their legs a few months ago. The rep stated she was notified on 2017-jun-19 that the hcp was planning to do a dye study on (B)(6) 2017. The rep had to leave part way through the dye study so she did not know the results from the test. Per the rep the doctor was suspecting a granuloma so he was planning to do other diagnostics including a CT scan. No further complications were expected or anticipated.